Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization and treatment with IV dextrose and IV fluids. Review of available information identified that the user had recently initiated ilet therapy on (B)(6) 2026 and reported making meal announcements as instructed. The user reported experiencing hypoglycemia approximately four hours after a usual dinner meal announcement and was subsequently found unconscious by a family member, prompting ems transport to the hospital. The user reported vomiting during the event and was unable to confirm whether low glucose alerts were addressed. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors impacting insulin delivery. Review of alarm history identified a dosing stopped alert. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 31-may-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 56 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.